Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, an error message appeared on the e-100 generator. The customer stated that the e-100 generator was not being used at that time. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the logs, and there were no error messages related to the e-100 generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem but replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and it worked fine with the vessel seal instrument installed. Fa used the vessel seal extend instrument with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations for the cut/seal function about 100 times, and the e-100 generator worked fine without any issue.